Manufacturer narrative:
(B)(4)..

Event description:
It was reported that during a bph procedure, the fiber was forward firing. The fiber was replaced and another fiber was used to complete the procedure. Patient outcome: "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "forward firing" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber issue was noted at 70,000 joules and 45 minutes of use.